Event description:
It was reported that the patient had an infection. His abdomen/stomach was bloated 3 times the size it normally was and he was in severe pain. The patient¿s symptoms started on the evening of (B)(6) 2013; he had been feeling good up until then. The pump was working and helping with his pain. On the evening of the (B)(6), ¿it felt like someone stabbed him in the stomach while he was lying on the couch watching tv and doing nothing.¿ the patient went to the ER (emergency room) and was given morphine and antibiotics. The patient was told in the ER that he had an infection. A sonogram was done and the infection could be seen. The patient was sent home from the ER. The ER did not want to touch the patient or the pump. The patient had since tried many times to reach his pump managing physician and left messages, but hadn¿t heard anything back from them yet. The patient was ¿afraid he may die this weekend¿. It was later reported that the pump was delivering fentanyl and dilaudid. The primary location of the infection was the device pocket and the catheter track. The patient had swelling and pain. The patient did not have meningitis. No cultures were obtained. The patient was treated with oral antibiotics. The outcome of the event was reported as ¿ongoing¿. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).